Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 160 units of insulin, and after using the cartridge for 1.5 days, the insulin gauge began to decrease below 40 units. Tandem technical support was unable to perform troubleshooting as the cartridge was no longer in use at the time of the reported event. The customer's blood glucose level was 150 mg/dl.